Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Due to the lack of product return, the clinical observations of size, malposition and concealability issues could not be confirmed.

Event description:
It was reported that the patient underwent a revision surgery in which the tactra was removed and replaced with an inflatable penile prosthesis (ipp) because the device was too short for the patient causing malposition and concealability issues. There were no patient complications.